Manufacturer narrative:
(B)(4). The device history records were reviewed for w9734t, ja5dtbn and the manufacturing criteria was met prior to the release of this lot. Investigation summary: one paper lid and one winding former with a suture of product code w9734, lot ja5dtbn were returned for analysis.during the visual inspection of the sample, the suture could not be dispensed since it has begun with the process of degradation and this caused that the needle was separated from the suture. In addition, the foil and the needle were not returned for evaluation. The product code w9734 contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition.the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample received, it could not be determined what may have caused the reported incident.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. When the product was opened for use in surgery, the needle and suture were separated. There were no adverse patient consequences reported.